Event description:
Customer reported an error with their cgm, specifically error 42. While there was no mention of any direct impact on the customer's blood glucose level, there's no indication of adverse effects, suggesting levels remained stable. Customer was guided through a complete pump reset procedure by technical support, but the error persisted. As a corrective action, a pump replacement was arranged by technical support.